Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was confirmed during functional testing of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective coolant block. The thermogard console is a reusable device and was manufactured on (B)(6) 2012 and has exceeded its expected service life of three years. After replacement of the damaged components, the console was further tested and passed all final testing criteria. As part of routine service during testing, the console was examined and the air filter and four guide rollers were replaced for preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was powered on and displayed a mid:09 (air trap assembly) error message after the self-test. No patient was involved with this event. The issue occurred during product demonstration.